Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339),b17 - device not returned,c20 - no findings available. Additional information: device available for eval?,returned to manufacturer on,device return to manuf .?,if other specify,imdrf annex a,g,b,c,d codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd .

Event description:
It was reported that the pump increased the rate from 1 to 2 milliunits without manual programming or resending order details to the pump. The involved infusion was oxytocin. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Correction : omit concomitant med prod data, c22 - appropriate term/code not available. Additional information : imdrf annex a, c, d and g codes.

Event description:
It was reported that the pump increased the rate from 1 to 2 milliunits without manual programming or resending order details to the pump. The involved infusion was oxytocin. There was patient involvement but the information on patient impact is unknown.

Event description:
It was reported that the pump increased the rate from 1 to 2 milliunits without manual programming or resending order details to the pump. The involved infusion was oxytocin. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Additional information: imdrf annex c codes. Omit: g02001 - antenna.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump increased the rate from 1 to 2 milliunits without manual programming or resending order details to the pump. The involved infusion was oxytocin. There was patient involvement but the information on patient impact is unknown.